Event description:
It was reported to medtronic minimed that the customer had no blue shield and the pump was suspended before low and discrepancy between sensor glucose and blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed for auto basal entry and confirmed that smartguard was warming up and customer requested assistance with entering auto basal. Troubleshooting was partially performed for difference in sensor glucose and blood glucose values. The blood glucose value was 122 mg/dl and sensor glucose value was 83mg/dl and the difference was not within the target range. No further troubleshooting was performed. Troubleshooting was performed for suspend before low and confirmed that pump stopped delivering as the sensor glucose level was less than or equal to the low limit setting. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. No product return was required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.